Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to hyperglycemia. The blood glucose level was 400 mg/dl at the time of event and the patient got treated with correction bolus via multiple daily injection (mdi) and intravenous fluids of saline and insulin. Patient also have high ketones level. No further information available.